Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, pacing lead impedance was observed on the rv lead. Patient was asymptomatic. High capture threshold was noted on the rv lead as well. Patient will be monitored. No further information.